Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total extra peritoneal inguinal hernia repair, when the surgeon started inflating the balloon, it was not expanding, but the air was flowing back through the trocar port. They used another device to resolve the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted: the dissector balloon and insufflation bulb were received. The circular seal for the dissector balloon was cut. The obturator, lock collar and trocar balloon appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the cut in the circular seal may occur when mishandled during clinical application. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.